Manufacturer narrative:
It was reported that the ventilator shut down during patient treatment. The ventilator was investigated on site, the reported event could not be duplicated and the ventilator passed pre-use checks. No parts were replaced and the ventilator was cleared for clinical use. Ventilator logs were downloaded and reviewed. No stop of ventilation was found at date of the event. However, clinical alarms were generated at date of the event, check tubing, expiratory minute volume low, apnea, respiratory rate low and pressure delivery restricted indicating a leakage situation in the system. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The root cause for the reported problem could not be determined.

Event description:
It was reported that the ventilator shutdown during patient treatment. There was no patient harm. Manufacturer's ref.#: (B)(4).